Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician performed a bilateral great saphenous vein(gsv) procedure on a patient in (B)(6) 2016 using a vena seal closure system without incident. No tumescent infiltration or compression was used. Several segments were treated and the vein was reported to have closed. It was reported that patient experienced phlebitis one day after the procedure. The contralateral limb, which was also treated, is normal. Within 1 month of treatment a patch of discoloration appeared 20 cm proximal to the access site on one leg. This developed into an ulcer like wound which healed several weeks later with antibiotics however reappeared several months after. Patient was admitted to hospital on (B)(6) 2016. Patient was placed on IV antibiotics and sent to surgery to have the vein excised. Physician had to explore deeper into the tissue and bone, thus this was more invasive than was first thought. Patient was discharged and put on IV antibiotics for 10 days. Patient saw a surgeon on (B)(6) 2016 who expressed concerns that the remaining segment was causing an issue and should be excised. Patient was diagnosed with deep vein thrombosis on (B)(6) 2016. Medtronic became aware that the patient exposed the wound to salt/sea water one day post the initial procedure. The patient was discharged after four antibiotic changes on (B)(6) 2016. On (B)(6) 2016, medtronic became aware that the patient has been placed on 24 hour antibiotic pump and it was reported that this is helping to resolve the infection. However, the patient was brought back to have remaining vein segment removed on (B)(6) 2016. The remaining segment, with the cyanoacrylate implant, was successfully removed from the right leg. The patient¿s left leg remains unaffected.

Manufacturer narrative:
Additional information: it has been reported through direct conversation with the patient that - the wound is recovering well since the vein excision. - the patient's prior antibiotics were resistant to the bacteria, so has been put on multiple broad spectrum antibiotics. - the left leg is still unaffected and this left leg was treated first in the original procedure. Patient did mention that the physicians are unsure if anything else is at play such as any immuno-comprised pathology. It has been reported that they are yet to do a work up on this new information specific to the case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from review of patients medical records. The following summarizes information provided in such medical records and has not been independently verified by the reporter: patient had previously been treated with rf ablation therapy approximately 2 years prior to venaseal treatment. On (B)(6) 2016 vascular specialist reported that the patient recently underwent ablation of the distal great saphenous veins with glue. This was done bilaterally and the left leg has never given trouble. However, patient developed a draining infection from the right leg and ultimately had a pseudomonas septic phlebitis which was excised and subsequently re-excised extending the excision proximally, to the knee and distally to the ankle to remove all the septic foci of veins. Patient is now followed in the wound care clinic and a recommendation has been made to have a wound vac to try to close the defect. At that time the vascular specialist felt the patient was doing very well and recovering from the septic phlebitis that affected the great saphenous vein. Patient had essentially a normal arterial circulation with normal pulses in the right lower extremity and saw no contra indication and would benefit from using a wound vac on right leg. On (B)(6) 2017 vascular specialist reported that the patient went to the wound care centre and clinic were unable to feel pulses in right lower extremity. The wound vac did not function and consequently patient will return to the wound care center for application of the wound vac. Review by vascular specialist noted patient has a 3+ easily palpable posterior tibial on the right and a more difficult but very present dorsalis pedis. Pulse on the right & can proceed with application of a wound vac. Aerobic bacterial cultures reported on 12/19/2016 and 02/26/2017 noted pseudomonas aeruginosa and enterococcus faecalis respectively. On (B)(6) 2017 vascular specialist reported that the patient is known to have a pseudomonas infection in the great saphenous vein and its tributaries where glue was injected to try to get rid of the great saphenous vein. Patient has an ongoing and recurrent infection in an area retained glue. Patient would like to have this area excised to get rid of the infected cyanoacrylate glue and the pseudomonas infection resulting from it. Patient admitted for surgical excision of lateral blister area on (B)(6) 2017 & completed 4 weeks of meropenem from last surgery. On (B)(6) 2017 wound care clinic reported that the patient came in with his right lower extremity varicose veins with ulcer. Patient has had an ulcer on right leg now for the last 5 months & has required further debridement in the operating room for some foreign body and from endovenous ablation. That is now removed and drainage is decreasing. Patient currently has an ulcer measuring 3.9 x 2.5cm, is free of infection, has palpable pulses. Patient requires apligraf to assist with epithelialization and prevent the need for a split-thickness skin graft. On (B)(6) 2017: MRI completed which reported osseous structures. Bone marrow signal intensity and enhancement are within normal limits. Stable appearance of a healed mid ulnar shaft fracture, also previously present. Soft tissues: previously seen open wound along the medial aspect of the distal calf is no longer identified. The previously seen intramuscular edema and enhancement within the soleus, and to a lesser degree medial gastrocnemius muscles have resolved . No abnormal enhancement or fluid collection. ·there is only a trace amount of residual subcutaneous edema posteriorly, and to a lesser degree anteromedially within the distal calf. MRI conclusion: 1. Resolution of the previously seen open wound. 2. Resolution of previously seen edema and enhancement of the medial aspect of the calf muscles. 3. No evidence of osteomyelitis or fluid collection. 4. Stable healed fracture of the ulnar shaft. On (B)(6) 2017 vascular specialist reported that the patient returned to the office somewhat unexpectedly. The skin of right lower extremity is totally covering the previous large sore. There is no redness there is no drainage the epithelium is intact. Occasionally patient will have a little bit of crusted skin in the area where the last remnants of the sore work. Patient had an MRI scan done which is fine and the report does not indicate any problem in the area. At this time vascular specialist felt everything is fine, the skin is healed, the wound is healed. On (B)(6) 2017 wound care clinic reported that the wound has finally closed. No pain. Right leg wound clean, healing. No erythema, warmth or ttp. Scab is gone with small pinpoint opening with drying blood. Some focal ttp lateral to this but no fluctuance felt. Negative MRI (B)(6) 2017. In addition, medtronic has been informed that the patient disputes the accuracy of the initial MDR report, which stated that the patient exposed the affected leg to sea water one day post venaseal treatment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient reported significant pain since the last procedure. One area of the infected leg continues to give problems and flairs up at times. The physician believes this may be due to nerve injury from the infection but is unsure. The physician remains unsure of the cause of the infection as the infected leg was treated first. H6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: a3: sex medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the patient has been taken off antibiotics. A blister formed shortly after the last vein excision. The blister has progressed and the patients leg appears to be swollen, and red. Patient has reported significant pain. Patient was due to go to the ER approx 4 weeks ago. Updated received approx 1 week ago: patient is reported to be out of hospital and back to work. No further information on patient condition has been made available. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.